Manufacturer narrative:
The reported events were high pacing impedance and unable to implant. A complete lead was returned in one piece for analysis. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was unable to implanted and exhibited a high pacing impedance. The rv lead was not used and replaced during the procedure. The patient remained stable throughout.